Manufacturer narrative:
(B)(4).

Event description:
Intraoperative impedance testing revealed impedances readings greater than 3600 ohms on all electrodes except #8 of the right lead. The patient did not feel any stimulation when the amplitude was increased to maximum levels using the affected levels. Stimulation was felt through the #8 electrode. Two days later impedances were still greater than 3600 ohms. The patient was fine. The surgeon did a revision surgery. Revision surgery was successful. Four more leads and a new implantable neurostimulator were placed. The patient had better pain relief.